Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose level was unknown. Customer also stated that they tried all remedies. Customer declined trouble shooting for no delivery alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.